Event description:
A pt received her first treatment on 7/1/94 in the nasolabial folds. In late 8/94 (exact date unkown), the pt noted intermittent redness and swelling at the nasolabial folds. On 9/16/94, the pt presented with erythema and swelling at the nasolabial folds. The physician diagnosed a hypersensitivity; no medical or surgical intervention was prescribed. The skin test site remained asymptomatic. On 8/29/96, the pt alleged that redness and lumpiness intermittently flared at the nasolabial folds; the last flare was approx 8/15/96. The pt did not seek medical care for the symptoms.